Event description:
Solicited: rn stated pump is failing and needs a new pump. No other specifics regarding defective device. Unknown if pt missed a dose; no adverse events reported; unknown if device available for return; unknown lot number. No further information known. Pump is used to infuse vimizim at dose/frequency above. Yes. Reported to (B)(6) by: health professional.